Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed when the device intermittently oversensed p-waves on the ventricular channel. Patient was asymptomatic. Programming changes were recommended. No further information was provided.